Manufacturer narrative:
It was reported that the femoral implant was not sitting flush to the surgeon's expectations. There was overhang on the lateral side and it appeared to need medial rotation. The surgeon attempted to reposition the femoral lug holes, but could not shift them any further. The surgery was completed successfully, but with a 15 to 20 minute delay in the procedure. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the femoral implant was not sitting flush to the surgeon's expectations. There was overhang on the lateral side and it appeared to need medial rotation. The surgeon attempted to reposition the femoral lug holes, but could not shift them any further. The surgery was completed successfully, but with a 15 to 20 minute delay in the procedure.